Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (bilateral) using cooladvantage, coolcurve+ applicators on (B)(6) 2019, then o(b)(^)n (B)(6)2019 patient was treated on: lower abdomen (bilateral) using cooladvantage, coolcurve+, flanks (left) using cooladvantage+, coolcurve+, lower abdomen (right) using cooladvantage+, coolcurve+, and upper abdomen using cooladvantage+, coolcurve+. Patient developed paradoxical hyperplasia (pah/ph) about 1 month after treatment. Ph was described as firm, distended, enlarged, painful to the touch. On (B)(6)2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, lower abdomen, and bra roll.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (bilateral) using cooladvantage, coolcurve+ applicators on (B)(6) 2019. Then on (B)(6) 2019 patient was treated on: lower abdomen (bilateral) using cooladvantage, coolcurve+, flanks (left) using cooladvantage+, coolcurve+, lower abdomen (right) using cooladvantage+, coolcurve+, and upper abdomen using cooladvantage+, coolcurve+. Patient developed paradoxical hyperplasia (pah/ph) about 1 month after treatment. Ph was described as firm, distended, enlarged, painful to the touch. On (B)(6)2019, the patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper abdomen, lower abdomen, and bra roll.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.